Manufacturer narrative:
This event occurred in (B)(6). The e602 module serial number was (B)(4). The e411 analyzer serial number was (B)(4). The e801 module serial number used at the investigation site was (B)(4). The ft4 ii reagent lot number used with the e602 module and e411 analyzer was 361887 with an expiration date of jan-2020.

Event description:
The initial reporter questioned thyroid results for 1 patient sample tested for elecsys ft3 iii (ft3 iii), elecsys tsh (tsh), and elecsys ft4 iii (ft4 iii) between a cobas e 801 module and the accuraseed method. The customer's results were reported outside of the laboratory. The patient sample was submitted for investigation where discrepant results were identified for ft3 iii, tsh, ft4 iii and ft4 ii between the customer's e801 module, the architect method, the accuraseed method, an e801 module used at the investigation site, a cobas 8000 e 602 module used at the investigation site and a cobas e 411 immunoassay analyzer used at the investigation site. This medwatch will cover ft4 ii. Refer to medwatch with patient identifier (B)(6) for information on the ft4 iii results, medwatch with patient identifier (B)(6) for information on the ft3 iii erroneous results and medwatch with patient identifier (B)(6) for information on the tsh results. There was no allegation that an adverse event occurred. The serial number for the customer's e801 module was (B)(4).

Manufacturer narrative:
Sample from the patient was provided for further investigation. Further investigation of the sample confirmed the sample contained an immunoglobulin that reacts with the reagent which affects the sample results. This is covered in product labeling.